Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens (iol) was explanted from patient's left eye (os) due to patient dissatisfaction. During post- op examination, patient was unhappy with vision result, making it hard for her to live day to day life. Patient wanted -0.5- -0.75 monovision but ended up being plano and was unhappy. The pre-operative visual acuity was +0.50 os 20/20 -20 +2.50 j1. Post- operative visual acuity was -0.75 +1.25 x 005 = 20/20 -1 +2.50 j7. At explant there was no incision enlargement required or any other medical intervention. No further information is available.